Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: sv/3.5-4/4t/90, batch# 29421126 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear in the balloon material was noted beginning at the proximal balloon bond and extending approximately 9mm distally across the balloon material. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this balloon is 15 atmospheres as per symmetry specification. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident. This concludes the product analysis

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm cephalic vein. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the first inflation at 18 atmospheres for 30 seconds the balloon ruptured. The procedure was completed with a different device. There were no patient injuries reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm cephalic vein. A 3.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the first inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient injuries reported and the patient condition was good.

Manufacturer narrative:
Initial reporter address 1: (B)(6).